Event description:
It was reported that this inflatable penile prosthesis (ipp) was returned without any performance allegation. Upon analysis of the returned components, it was noticed that the pump and cylinders did not pass the microscope and leakage test. No additional information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) was worn to the filament with a leak. The momentary squeeze (ms) pump reservoir krt had a hole from wear. The pump was not functionally tested. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that both cylinders had wear at fold in the proximal end and distal end of the cylinder. No leaks were identified.